Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented in clinic for lead revision. Upon interrogation, it was found, that the right ventricular (rv) exhibited inappropriate shock, due to noise over-sensing. And suspected rv lead fracture. The right atrial (ra) lead was also found to exhibit under-sensing. Both leads were explanted and replaced. There were no patient consequences. And the patient was discharged home same day.